Manufacturer narrative:
Patient weight could not be obtained from the site. The device was discarded by the user. No allegation of a product malfunction has been alleged. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract a non-functional right ventricular (rv) implantable cardioverter defibrillator (ICD) lead, the pocket showed signs of heavy scarring and calcification. The physician had difficulty progressing under the clavicle with multiple devices. There was an acute turn (looked like a rainbow arc) from the access point to the start of the scarring under the clavicle. After multiple attempts with multiple devices, the physician was able to advance a spectranetics 13 fr tightrail rotating dilator sheath 545-513 under the clavicle. He used this device to get into the heart and all the way down to about half way over the distal coil of the lead. Progress stalled again at this point due to heavy scarring/calcium. Physician tried multiple devices/methods without success. Finally, a new 13 fr tightrail rotating dilator sheath 545-513 and outer sheath combo were effective in helping the physician get over the distal coil scarring. The lead would not release from the apex so physician was still pushing while about 2cm away from the tip. At this point there was an abrupt jump towards the apex when the lead came out and the amount of movement with the push led the physician to immediately say he felt he had perforated through the rv apex. Rescue efforts were implemented. The team was able to isolate the rv apical tear and repair it. It was estimated that the size of the hole was approximately the size of the tip of a pinkie finger. Patient survived the procedure and was reportedly doing well afterwards. The extracting physician felt the lead may have micro-perforated into the rv during implant due to where he saw the myocardial tissue and scarring upon examination of the extracted lead and how it looked under flouro as he approached the tip and perforated the apex. There was no allegation that the philips/spectranetics devices malfunctioned in any way that contributed to the injury.